Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead exhibited high, out of range pacing impedances. According to the field representative the impedance values have been slowly climbing. The pacing switched to unipolar but no noisy signals were observed and effective capture was obtained. The patient is not pacer dependent and is also undergoing chemo therapy, therefore does not wish to undergo changes at this time, so the rv lead remains in service. No adverse patient effects were reported.